Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a female patient of unknown age and ethnicity. Medical history was not provided. Concomitant medication included an unspecified insulin for an unknown indication. The patient received insulin lispro (humalog) via humapen savvio gray device at unknown dose, frequency, route of administration, indication for use and start date (reported as more than nine years with humapen savvio gray pen (lot 1406v06). On an unspecified date, unknown time after beginning insulin lispro via humapen savvio gray, patient was not feeling well, gasping, and breathless, so patient was taken to the hospital. On 29jan2021, patient was hospitalized, they thought it was covid, so patient underwent a covid exam, other unspecified exams were also performed. Patient was not with covid, the exams showed ketoacidosis, patient s potential of hydrogen (ph) was altered, everything was out of control (as reported). Patient remained five days in intensive care unit (ICU), two days in the hospital room and then was discharged. It was unknown if patient received corrective treatment during hospitalization. On an unknown time after the event, patient returned to hospital as blood glucose level was decompensating (unclear if another hospitalization was needed), patient s blood glucose was not being regulated in normal parameters and presented constant imprecision of hyperglycemia and hypoglycemia throughout the day (as reported). It was provided blood glucose was somedays at 90 and 120 (units and reference range was not provided) and somedays at 40, even the leg was shaking, after ingesting some food it got better. In addition, somedays in the morning it was at 40, at lunch went to 300, 325 and then dropped down at once. On an unspecified date, patient visited her doctor, the physician adjusted the dose of insulin lispro and the other unspecified insulin (adjusted doses not provided), the physician thought the problem would be related to the pen being old and having an expiration date, so he advised the purchase of a new pen.(product complaint 5498140;lot 1406v06). It was also provided patient visited a nutritionist. Information regarding corrective treatment and additional laboratorial exams was not provided, patient s blood glucose was still decompensating, the outcome from the remaining events was not provided, the dose of the insulins was adjusted but the therapy status was not provided. It was unknown who was the operator of the device and if the operator was trained. The device model and the reported suspect device (lot 1406v06) had been used for more than nine years (conflicting information as manufactured date june2014). The device status was not provided. The suspect humapen savvio (gray) (lot 1406v06) associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness. Edit 10mar2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 25mar2021: additional information received on 25mar2021 from global product complaint database. Updated lot number from c343749c to 1406v06 for product complaint (B)(4) relating to the humapen savvio (gray) pen. Corresponding fields and narrative updated accordingly. Update 01apr2021: additional information received on 01apr2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen savvio (gray) (lot 1406v06) device associated with product complaint (B)(4) which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 01apr2021 in the b.5. Field. No further follow-up is planned. Evaluation summary. A parent of a female patient reported that when using a humapen savvio device, the patient experienced ketoacidosis. The device reportedly was used for more than nine years, and the physician thought the problem could be related to the pen being old. The device was not returned to the manufacturer for investigation (batch 1406v06, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history and trend review of the batch did not identify any atypical findings with respect to dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The reporter indicated the device had used more than nine years. However, the device was manufactured in 2014, nearly seven years ago. The core instructions for use state the humapen savvio has been designed to be used for up to 6 years after first use. The core instructions for use also states if any of the parts of your humapen savvio appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if the misuse is relevant to the event of ketoacidosis.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a female patient of unknown age and ethnicity. Medical history was not provided. Concomitant medication included an unspecified insulin for an unknown indication. The patient received insulin lispro (humalog) via humapen savvio gray device at unknown dose, frequency, route of administration, indication for use and start date (reported as more than nine years with humapen savvio gray pen lot c343749c). On an unspecified date, unknown time after beginning insulin lispro via humapen savvio gray, patient was not feeling well, gasping, and breathless, so patient was taken to the hospital. On (B)(6) 2021, patient was hospitalized, they thought it was covid, so patient underwent a covid exam, other unspecified exams were also performed. Patient was not with covid, the exams showed ketoacidosis, patient's potential of hydrogen (ph) was altered, everything was out of control (as reported). Patient remained five days in intensive care unit (ICU), two days in the hospital room and then was discharged. It was unknown if patient received corrective treatment during hospitalization. On an unknown time after the event, patient returned to hospital as blood glucose level was decompensating (unclear if another hospitalization was needed), patient s blood glucose was not being regulated in normal parameters and presented constant imprecision of hyperglycemia and hypoglycemia throughout the day (as reported). It was provided blood glucose was some days at 90 and 120 (units and reference range was not provided) and some days at 40, even the leg was shaking, after ingesting some food it got better. In addition, some days in the morning it was at 40, at lunch went to 300, 325 and then dropped down at once. On an unspecified date, patient visited her doctor, the physician adjusted the dose of insulin lispro and the other unspecified insulin (adjusted doses not provided), the physician thought the problem would be related to the pen being old and having an expiration date, so he advised the purchase of a new pen. It was also provided patient visited a nutritionist. Information regarding corrective treatment and additional laboratorial exams was not provided, patient s blood glucose was still decompensating, the outcome from the remaining events was not provided, the dose of the insulins was adjusted but the therapy status was not provided. It was unknown who was the operator of the device and if the operator was trained. The device model and the reported suspect device (lot c343749c) had been used for more than nine years (as reported). The device status was not provided. The reporting consumer did not provide an opinion of relatedness. Edit 10mar2021: updated medwatch and (B)(6) fields for expedited device reporting. No new information added.